Event description:
Reporter stated that all numbers (catalog, lot, control ranges, and expiration date) are missing from the strip vial. No resultant injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.